Event description:
It was reported that during the implant attempt the device was not used due to interrogation issues. A new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the device was not used due to interrogation issues. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. No anomalies were found. (B)(4).